Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the reported complaint of a broken cable. Failure analysis investigation found that the electrical contact on the adapter at the tip of the instrument was bent and exposed, and the area surrounding the contacts was broken off and missing. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the adapter electrical contact with material missing, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci surgical procedure, a broken cable was identified on the monopolar cautery instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.